Event description:
Yun, j., kapustin, d., omorogbe, a., rubin, s. J., nicastri, d. G., de leacy, r. A., khorsandi, a., <(>&<)> urken, m. L.; head <(>&<)> neck; 2023; 45(10):e36¿e43; report of a vagal paraganglioma at the cervicothoracic junction; doi: 10.1002/hed.27481 literature was reviewed regarding study title/objective: report of a vagal paraganglioma at the cervicothoracic junction. Study time frame: not provided. Manufacturers: multiple manufacturer¿s devices were used in the study population. Medtronic products used: onyx 18 (medtronic) liquid embolic. Deaths: no deaths occurred in the study population. Adverse events: ipsilateral vocal cord paralysis and underwent a vocal cord augmentation. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
See attachments for literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.